Manufacturer narrative:
(B)(4). Batch # m54n3f. Additional information was requested and the following was obtained: please clarify what is meant by, the cartridge pumped out. The cartridge fell off the device. Did the reload fall off of the device? Yes. If yes, did it fall into the patient? No. If it fell into the patient, was it retrieved? Na. Will all pieces be returned with the device? Yes. If no, was it discarded? Na. The analysis results found that the tlh30 device was received in good visual conditions and with a reload loaded in the device, the reload was received with only 3 staples present, and protruding. Te device was noted to be locked, it should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. In addition an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right superior lobectomy procedure, the surgeon felt it difficult rotating the knob and the cartridge pumped out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.